Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant parts received: blade (04.038.205s/7876463), screws (1x 04.005.540/9564260; 1x 04.005.550/9550386; 1x 04.005.556/9585068) as these parts are not responsible for the breakage of the nail, no further investigation will be done one those. The subject device was received. This complaint is confirmed. The nail was received at customer quality (cq) in two pieces. The nail has broken at the proximal locking hole. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. Meaningful/accurate measurements of features relevant to this complaint (wall thickness at location of breakage) were unable to be taken at cq due to damage (jagged edges and rolled material edges). The complaint implant is part of the depuy synthes tfn advanced proximal femoral nailing system for intramedullary fixation of proximal femoral fractures (per technique guide). Tabulated nail product were reviewed during this evaluation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A definitive root cause based on complaint information cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna fenestrated screw 105mm - sterile (part# 04.038.205s, lot# 7876463, qty 1) 5.0mm titanium locking screw with t25 stardrive 50mm for intramedullary nails (part# 04.005.540, lot# 9564260, qty 1). 5.0mm titanium locking screw with t25 stardrive 60mm for intramedullary nails (part# 04.005.550, lot# 9550386, qty 1). 5.0mm titanium locking screw with t25 stardrive 66mm for intramedullary nails (part# 04.005.556, lot# 9585068, qty 1).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Subject device has been received and is currently in the evaluation process. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as (B)(6) centimeters. (B)(4). (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision open reduction internal fixation of proximal right femur performed on (B)(6) 2016 for the removal of a broken trochanteric fixation nail anti-rotation (tfna) and open reduction internal fixation (orif) with angle blade plate. The device was initially implanted (B)(6) 2016. Three previous surgeries for the same fracture had been completed with non-synthes products. The nail broke at the aperture at the head element and nail juncture; the two previous non-synthes nails also broke at that location. The patient was revised with a six-hole 130 degree angle blade plate and 10 cc dbx and autograft. Concomitant parts reported: tfna screw (part 04.038.205s, lot unknown, quantity 1); locking screws (part/lot unknown, quantity 3). This is report 1 of 1 for com-(B)(4).